Event description:
The cannula dislodged into right bronchus. Note: the involved device has been returned and forwarded to the quality analytical lab for eval. A follow up report will be submitted upon eval results.

Event description:
The cannula dislodged into right bronchus. Note: the involved device has been returned and forwarded to the quality analytical lab for eval. A follow up report will be submitted upon eval results.

Event description:
The cannula dislodged into right bronchus. Note: the involved device has been returned and forwarded to the quality analytical lab for evaluation. A follow up report will be sumbitted upon evaluation results.